Event description:
It was reported that balloon rupture occurred. The non calcified and non tortuous target lesion was located in the subclavian vein. A 10.0 x40, 75cm gladiator balloon catheter was selected to dilate the lesion. When it was inflated to 14 atmospheres, the balloon burst. The balloon was inflated several times. The number of inflations is unknown. The balloon was removed without any complication. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).